Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing during atrial tachycardia/atrial fibrillation (at/af) episodes and u ndersensing was observed on the current electrograms (egm). In addition, the right ventricular (rv) lead had chronically low r waves. The leads remain in use. No patient complications have been reported as a result of this event.